Event description:
After coronary percutaneous intervention in the cardiac cath lab on (B) (6) 2009 at 11:10 hours an intra-aortic balloon was placed by the cardiology interventionalist into the ascending aorta due to cardiogenic shock, no flow, acute myocardial infarction. Pumping commenced with full inflation of the balloon. The iabp was sutured into place. Pt's pulses were intact. The pt was transferred to her bed in ICU. On (B) (6) 2009 at approximately 03:20 hours, the nurse noted blood up the catheter line, audible air, and intermittent loss of augmented pressure. All the pt's pulses remained unchanged with good urine output. Heparin drip was stopped. Cardiologist notified. Iabp placed to 1:3, then changed to 1:2 because iabp would not run at 1:3 cycle; unable to maintain augmented pressure. Pulses remained unchanged with good urine output. Iabp continued to alarm and dropped augmented pressure to 70's. Cardiologist came in. After checking pt's act and examining groin site which was normal, cardiologist pulled balloon without difficulty. Venous sheath with pacemaker pulled and hemostasis secured. No hematoma and excellent distal pulses. A new iab did not need to be inserted.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement had caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that resistance was observed as the xience stent delivery system (sds) was being advanced on the guide wire, while still outside the pt. The sds was removed so that the guide wire could be wiped down as it was sticky from use. When the xience was being removed, the stent dislodged. A new xience was used successfully. There were no pt effects. No additional event or pt info is available.

Event description:
Patient revised for clicking in hip.

Event description:
It was reported to boston scientific corporation that an anterior/cystocele pelvic floor repair procedure on (B) (6) 2009, using an uphold vaginal support system, went well without complications. It was noted that the dissection was thin, with a thin layer of mucosa covering the mesh. On (B) (6) 2010, the patient returned for a post-operative check-up. The patient did not report any pain or other issues related to the surgery, and it was noted that the mesh provided "excellent apical support." However, there was erosion of the mesh through the mucosa. The physician removed most of the mesh from the patient's interior vaginal compartment. The patient is reportedly"doing great" following this partial mesh removal.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Upon retrospective review, the previous medwatch submission to re-assign the customer issue to the remedial action contained an error. The customer issue is associated with remedial action reporting number is 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Date received by manufacturer: upon retrospective review of the previous medwatch -03 submission, the date received by manufacturer was submitted as (B)(6) 2009, which was incorrect. The correct date received by manufacturer was (B)(6) 2010. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list #3m74-01, (B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-12/xx/09-00x-r, as the lot of the suspect device was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated an architect analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62616p100 were in use. The issue was resolved with the implementation of lot 62560p100. There was no adverse impact to patient management reported.